Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered end of life (eol) due to charge time measurements greater than 30 seconds. The patient indicated the device was beeping every 30 minutes. It was noted the patient has some degree of alzheimer's so the patient's account may not be accurate. A change out procedure was been scheduled for the near future. No adverse patient effects were reported.

Event description:
Additional information indicated this device was explanted for normal battery depletion.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.